Event description:
It was reported that the patient was found to be unconscious at her home on (B)(6). The pump logs indicated that the pump was programmed to stopped mode on (B)(6) 2013, but further troubleshooting indicated the possibility of the pump being stopped due to incomplete telemetry. The reason for the pump being stopped was unknown as of the date of this report. A low reservoir alarm had occurred on (B)(6) 2012, and it appeared that the alarm was silenced at the time when the pump was stopped on (B)(6). Eri was noted to have occurred as well. The patient was noted to have been in the surgical ICU, intubated, and on life support with "no sign of coming off of the life support." Information indicated that the patient's outcome "did not appear device related." The physician indicated that they had not planned on explanting the pump. The medication used within the system was morphine 25mg/ml. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Product ID: 8709, lot# j0058217r, implanted: (B)(6) 2001, product type: catheter. (B)(4).